Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level morning was 427 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer treated with bolus via insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer was calibrating the sensor and keeps asking for blood glucose. Customer reported that the blood glucose required message from the auto mode readiness screen. Customer declined to troubleshooting. The insulin pump will not be returned for analysis.